Manufacturer narrative:
The field service engineer (fse) reported that the issue was found during preventative maintenance, and that the printed circuit board assembly data acquisition (pcba da) was replaced. The fse replaced the pcba da to resolve the issue. After corrective maintenance, the equipment remains operational and meets the manufacturer's specifications. The necessary verifications have been carried out to certify the restoration to the operating conditions prior to the breakdown. The da pcba was returned for failure investigation. The da pcba was tested and no failures were identified.

Manufacturer narrative:
The issue was found during preventative maintenance. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer reported pressure sensor's offset out of tolerance. The device was not in clinical use. No patient or user harm was reported.